Event description:
An 86-year-old male patient underwent a thrombectomy procedure to address thrombus that was adherent to a pacemaker lead. Prior to access, a transesophageal echocardiogram (tee) was used to visualize the mass. The procedure began without issue and wire positioning was successfully obtained. The inari triever24 (t24) was advanced into place and a total of 5 aspirations were performed which yielded no clot. The physician elected to re-wire into the pulmonary arteries and the t24 was re-introduced. An aspiration was performed, but no clot was retrieved. A second aspiration was performed which yielded the same result. At this point, the tee revealed that the mass appeared different than in prior images indicating a pulmonary embolism. The patient's oxygenation saturation decreased rapidly (50-60% range), and the patient's cardiac activity declined. A code was initiated and cardiopulmonary resuscitation was administered along with additional life-saving measures. The patient was intubated, and imaging was attempted to identify the location of the mass. Unfortunately, the physician was unable to obtain access due to difficulty crossing the heart. Eventually a miv catheter was placed in the right interlobar artery, and a digital subtraction angiography run was performed. No clot was observed. Unfortunately, the patient expired despite resuscitation efforts.

Manufacturer narrative:
The inari devices were discarded by the user facility and are not available for evaluation. The device identifiers were provided, and the lot history records were reviewed. There were no discrepancies or unusual findings. There was no report of any device malfunction. Based on the information reviewed, there is no evidence to indicate the presence of a potential quality issue with respect to manufacturing, design, or labeling. The case was reviewed by inari's chief medical officer, who concluded that the patient's death was the result of clot embolism. Distal embolism and death are identified in the device labeling as potential complications/adverse events. Manufacturer reference #: (B)(4).